Manufacturer narrative:
Date of submission 09-apr-2018 serial #(B)(4), brand name one touch ping glucose management system, model # one touch ping insulin pump, & g5 PMA/510(k)# k080639.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available and the pump model was not specified; if further information is provided, a follow up report shall be made. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.